Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review conducted and no issues identified. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed. Root cause of this reported issue cannot be determined.

Event description:
It was reported that the end user had colostomy surgery in (B)(6) 2017. In (B)(6) 2019 he started having red, itchy rash wherever the barrier touched his skin under the new image ostomy barrier. He tried managing the irritation on his own but the area did not improve. He went to his doctor in (B)(6) 2019 and was provide triamcinolone acetonide ointment 0.1%. The area cleared up with the use of the ointment but then recurred. Hollister customer service is sending out different samples for him to try.